Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient's mother reported that the patient experienced a seizure followed by loss of consciousness. She stated she was unsure whether the event was related to the dexcom device. At the time, the patient was also using a tandem insulin pump. The patient had recently completed a sensor session and inserted a new dexcom sensor. The final cgm reading from the previous session was unknown, and the reporter believed the prior sensor was functioning but was not certain. During the warm-up period of the newly inserted sensor, the patient experienced a seizure and subsequently lost consciousness. The patient was transported to the emergency room by the mother. At the ER, the patient's blood glucose (bg) meter reading was reported as low, although the specific value was not provided. The patient's cgm value at the time of treatment was also unknown. The patient received IV saline and IV dextrose/glucose, after which the bg level reportedly became elevated. The patient was then treated with IV insulin. The patient was described as "better" but remained in the ER at the time of the report, having been there for approximately one day. Attempts to contact the reporter and/or patient for additional information were unsuccessful. No further patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
Subsequent to the initial MDR, additional information was received on 1/7/2026. Data was further reviewed. It was reported that an unknown error occurred. Data was returned but will not confirm the issue. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).